Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced tenderness at the ipg site due to the ipg being loose in the ipg pocket (date of event unknown). As a result, the patient underwent surgical intervention where the scs ipg was relocated and replaced which resolved the issue. The ipg replacement was elective to take an advantage of new technology.